Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. Please see the description for more information regarding the specific circumstances of this event. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing on the atrial channel which could not be reproduced. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. It was determined that the oversensing was due to the interaction with respiratory related trends and the caller was instructed to program this feature off. A revision procedure was subsequently performed and the associated competitive atrial lead was surgically abandoned. No additional adverse patient effects were reported. This supplemental report is being filed to update the additional manufacturing narrative. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this system exhibited noise and oversensing on the atrial channel which could not be reproduced. A boston scientific technical services consultant documented and discussed the clinical observations with the caller. It was determined that the oversensing was due to the interaction with respiratory related trends and the caller was instructed to program this feature off. A revision procedure was subsequently performed and the associated competitive atrial lead was surgically abandoned. No additional adverse patient effects were reported.